Event description:
Caller states patient tested 7.7 inr on the coaguchek xs system while a comparison lab returned as 11.3 inr. Patient was treated with vitamin k based on the lab result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.